Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw 2.8c. Unit received with cracked battery tube area and broken off battery cap heat stake post. Tested with a test p-cap and the test p-cap locked in place properly.